Event description:
As reported, the sealant sleeve of the 5f mynx control vascular closure device (vcd) had a slit and the device did not enter the 5f non-cordis sheath. The sealant was partially exposed. Therefore, the product wasn¿t available. Hemostasis was achieved with manual compression, and fingertip compression was maintained on the skin during removal of the device. There was no reported injury to the patient. The mynx vcd used in tace. The device was stored according to the instructions for use (IFU). The storage temperature was reported to have exceeded 25 °c. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. No anomalies were noted prior to use, and the mynx vcd was prepared according to IFU instructions without difficulty. The device was purged of air during preparation and removed from the package according to IFU. The patient had no relevant medical history. There was no significant resistance or excessive force when shuttling down, and no unusual force was applied during sheath retraction. No kinks were noted in the sheath or device after removal, and no damage was observed to the button. Due to the damaged sealant sleeve, the operator was unable to insert the mynx device into the system. The device was used in the femoral artery. The vessel diameter was verified to be =5 mm, with no vessel tortuosity, peripheral vascular disease, calcium, or scar tissue at the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
E1:(B)(6) as reported, the sealant sleeve of the 5f mynx control vascular closure device (vcd) had a slit and the device did not enter the 5f non-cordis sheath. The sealant was partially exposed. Therefore, the product wasn¿t available. Hemostasis was achieved with manual compression, and fingertip compression was maintained on the skin during removal of the device. There was no reported injury to the patient. The mynx vcd was used in transarterial chemoembolization (tace). The device was stored according to the instructions for use (IFU). The storage temperature was reported to have exceeded 25 °c. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. No anomalies were noted prior to use, and the mynx vcd was prepared according to IFU instructions without difficulty. The device was purged of air during preparation and removed from the package according to IFU. The patient had no relevant medical history. There was no significant resistance or excessive force when shuttling down, and no unusual force was applied during sheath retraction. No kinks were noted in the sheath or device after removal, and no damage was observed to the button. Due to the damaged sealant sleeve, the operator was unable to insert the mynx device into the system. The device was used in the femoral artery. The vessel diameter was verified to be =5 mm, with no vessel tortuosity, peripheral vascular disease (pvd), calcium, or scar tissue at the puncture site. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be completed due to the condition of the sealant sleeves, which did not allow for an accurate measurement. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. An attempt was made to perform a functional evaluation of insertion/withdrawal through a csi; however, this could not be completed due to the condition of the sealant sleeves, which prevented insertion of an appropriate csi size. Additionally, a simulated deployment test was performed to assess device functionality. The unit functioned as intended, with successful sealant deployment and balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.